Manufacturer narrative:
It was reported that after 2 months of stent placement, stent was found migrated into the jejunum and fractured into 2 pieces. Based on the attached photos, it is confirmed that the stent was fractured at half of the stent, and there is foreign material on the cover of the stent. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. In addition, migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Esophageal structure where stent was implanted is a part with active peristalsis. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on half of the stent being fractured and foreign material on the stent in the attached photo, it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. Then, it is assumed migration of the fractured stent occurred due to severe pressure at the patient's lesion, peristalsis of organs, foreign substances such as food and other factors complexly. It is considered this caused the patient to experience vomiting, and the stent was then removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Patient had stent placed blindly on (B)(6) 2024 - no image intensifier was used. Stent was sutured in place. Patient has been experiencing nausea and vomiting. Patient was re-scoped on (B)(6) 2024 and bottom half of stent was found to have migrated in to the jejunum. Stent was removed from the patient in 2 halves.